Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse performed a total service call and did not find an instrument malfunction. The cse ran precision testing and quality controls, all of which resulted within expected ranges. The cause of the discordant, falsely elevated calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca_2c) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matching with a previous result obtained for the patient. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.